Event description:
It was reported the patient experienced a loss of therapeutic effect (increased difficulty walking). There was no known event related to the onset of the symptoms. The patient was seen at the clinic. The patient was in good status. Impedance values were taken. Some of the readings were low. In january group impedance values were 449 ohms. The lead/extension connection had slid down lower in the neck. It was suspected there could be damage in this area. Further troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.